Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was likely due to insufficient cleaning. The event can be prevented by following the instructions for use: "inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. It was noted that the scope cylinder had discoloration and the insulation resistance value did not meet standard value due to a scratch on the bending section rubber. The bending section rubber was detached and the connecting tube had a cut. It was also noted that the adhesive around the objective lens had discoloration and there was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned a loaner evis exera iii duodenovideoscope. Inspection and testing of the returned device found that the distal end had foreign material. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.